Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, headache and migraine outcome was unknown. The reporter considered headache, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- migraine, headaches, medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), swelling ("swelling"), contusion ("bruising") and uterine enlargement ("uterine enlargement - uterus was 5x of six than it suppose to be.") And underwent endometrial ablation ("novasure, ablation"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, endometrial ablation, headache, migraine, swelling, contusion and uterine enlargement outcome was unknown. The reporter considered contusion, endometrial ablation, headache, migraine, pelvic pain, swelling and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- migraine, headaches, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received: reporter added. Events added: pelvic pain, ablation, swelling, bruising. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, headache and migraine outcome was unknown. The reporter considered headache, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- migraine, headaches, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.